Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ sp syringes were labeled as heparin syringes on the case. The following information was provided by the initial reporter: "wherever these are produced made the mistake, inside the cases labeled heparin are all saline flushes. The box that came in today¿s order cardboard was damaged a little and saw saline boxes inside of the cardboard labeled heparin.".

Event description:
It was reported that the bd posiflush¿ sp syringes were labeled as heparin syringes on the case. The following information was provided by the initial reporter: "wherever these are produced made the mistake, inside the cases labeled heparin are all saline flushes. The box that came in today¿s order cardboard was damaged a little and saw saline boxes inside of the cardboard labeled heparin."

Manufacturer narrative:
H6: investigation summary it was reported the cases labeled heparin are all saline flushes. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a case box for heparin products labeled for saline products. This defect could occur if the incorrect case boxes were used while producing the saline products. A device history record review was completed for provided material number 306545, lot 3004288. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.